Event description:
It was reported that this brady lead in the left bundle branch was surgically explanted due to unknown product performance anomaly. This brady lead was replaced with same model. No additional adverse patient effects were reported.